Event description:
According to the complainant, during the hta procedure, the tubing began to leak under the cassette after approximately one-minute. The physician exchanged the tubing and proceeded to use a second device in the procedure, he ablated for nine-minutes and then the second unit starting leaking under the cassette as well. The physician completed the procedure with another hydrothermablator procedure set. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
A visual examination of the returned device revealed the heater canister had been deliberately cut from the tubing. The procedure set did not pass the functional test and the event description was confirmed. A pinhole was identified on the tubing within the cassette. The customer's complaint is confirmed. Summary: the kit was returned to bsc for evaluation and a pinhole was observed within the cassette tubing which contributed to the leakage event. Based on the condition of the tubing within the v-groove it would appear as though the pinhole originated from an air bubble anomaly within the tubing wall. As the pump introduced stress in that area it caused premature wear on the tubing wall in the location of the air bubble. As the air bubble broke apart it resulted in the pinhole. The most probable root cause is supplier/manufacturer.